Manufacturer narrative:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: tibial hinge component, tibial poly spacer, and resurfacing femur axial pin. The date of this patient's original surgery is unknown, therefore, it is not known if there are other implants placed at the time of this alleged infection. Ultimately, the root cause of the patient's infection was unable to be determined. A review of the work order and sterilization batch release record for the product involved could not be performed as the product information is unknown. However, device history records are reviewed prior to releasing products to the field to verify that the products have been manufactured to the required specifications, as well as inspected to ensure compliance with their engineering drawing. If additional information is received regarding this event, this complaint will be updated accordingly.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. The following mdrs were also submitted for this adverse event: 3013450937-2023-00208, 3013450937-2023-00210.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: tibial hinge component, tibial poly spacer, and resurfacing femur axial pin. The date of this patient's original surgery is unknown, therefore, it is not known if there are other implants placed at the time of this alleged infection. Attempts have been made and no further information has been made available.